Manufacturer narrative:
For the events related to e 2012064, 21 devices were returned and evaluated. Of the 21, 20 were identified to have a root cause of operational context, and one had a root cause of handling damage. Twelve devices were disposed and will not be available for evaluation.

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number e 2012064 for product code kns. This report summarizes 40 events reported to boston scientific for tome wire breaks and 5 events for needle knife-tome needle break. Of the events, 5 patients were reported to be male and 5 patients were reported to be female. One person weighed (B)(6). The reported ages of the patients were (B)(6). All other demographic information is unknown.